Event description:
It was reported that there was a malfunction on the customer's pump with a malfunction code of malf 16. The customer declined to answer whether their blood glucose levels exceeded 500 mg/dl, so the impact on blood glucose levels remained unknown. Technical support assisted the customer by providing pump reset information; however, the issue recurred, leading to the decision to replace the pump. The customer was advised on alternative insulin delivery methods using mdi and received instructions for the return and replacement process, which they acknowledged.